Event description:
Litigation alleges that patient experienced hip pain, which continued to worsen considerably and significantly impaired ability to work and even drive. This, combined with alleged increased metal ion levels, resulted in pain and suffering. (Left hip). (B)(4) 2012 - patient's operative notes were received. Findings of grayish-yellow joint fluid, synovitis, microscopic loosening of the acetabular component, some osteolysis, and modest corrosion around the morse taper.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy considers this complaint closed at this time.